Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus in the united arab emirates. The evaluation confirmed no image due to fluid invasion, physical damages on the vide connector, and air leakage from the video connector. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the available information, there was the possibility that the reported phenomenon was attributed to fluid invasion resulting in short circuit of the substrate. The fluid invasion could have been breakage of the video connector due to excessive stress during handling by the user.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.